Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Report source : the manufacturer location was documented as unknown in the initial medwatch report. The location has been updated to waldenburg. Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (jan 16, 2006) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was coming apart was confirmed. An assessment was performed and it was observed that the turning knob had come off. It was noted that there was no pin in the turning knob. It was further determined that the device failed pretest for function for quick saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the sagittal saw attachment device was coming apart. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.